Event description:
Information was received that reported a patient was hospitalized on the event date, due to an incident of diabetic ketoacidosis. The reporter states the patient was admitted to the hospital at 6:00 a.m. On the same day, with a blood glucose >500mg/dl. Per the reporter the patient experienced a severe low blood sugar on the evening of 2008, and then "ate a bunch of stuff and then went high". Reportedly his blood glucose at 3:00 a.m. Was 354 mg/dl. It was reported that the patient was taking correction boluses via the pump and given manual injections of insulin. By 6:00 am his blood sugar was up to 474 mg/dl. Additionally the patient was vomiting throughout the night and had large ketones. The patient was transported by ambulance and placed on an insulin drip. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed the entire form. Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy test were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.